Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer turned off during use, but could not confirm the comment on printer issues; the battery was replaced, and the software was reloaded as a preventive measure. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept turning off during use, and would not connect to the printer. It was noted that the power cable had been changed out, and was thought that the battery was changed out as well. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Light emitting diode (led) analysis showed no indications. The battery was inserted into an operating programmer, the programmer charge led flashed. When ac power was removed from the programmer the programmer shut down. The battery was reinserted and was attempted to be charged for 15 minutes. When ac power was removed from the programmer the programmer shut down again. Battery analysis indicated a permanent battery failure. Conclusion: the battery pack would not charge, battery pack failure was confirmed. If information is provided in the future, a supplemental report will be issued.